Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Case report forms were received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported a clinical study patient who presented on the first postoperative day following intraocular lens (iol) implant surgery with an elevated intraocular pressure (iop) of 42 mmhg. An anterior chamber paracentesis was performed and the iop dropped to 10 mmhg. The surgeon reported the event resolved following the paracentesis.